Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
The customer reported that the tidal volume was not delivering correctly. The customer reported there was no patient involvement.